Event description:
Dr. Saw a patient who had experienced pain for several years with knee. Revised pca knee after x-ray showed metal on metal. Significant valgus deformation. Doctor removed femoral and tibial components (also one bone screw) and replaced with kinematic ii tibiall insert and kinematic femoral component. Original pca metal backed patella was left in placedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.